Manufacturer narrative:
The hypotube section was returned for evaluation. The pusher is broken from the transition section. The tack weld is intact under the black pet. The body coil is broken at the 7th coil wrapped on the hypotube at the transition section. Based on the investigation findings, the reported complaint can be confirmed. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded the strength specification for the coil.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that multiple attempts were made to detach the 3rd embolization coil in the treatment site; however, the coil did not detach. The coil unexpectedly detached as it was being withdrawn. A snare device was used to retrieve the detached coil. There was no reported patient injury or health damage.